Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch, regarding the same issue. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 113 closed samples, two open and manipulated samples (contaminated) with the needle attached to the thread (but the sutures are not still wound on the pack) and one open and unused sample (the suture is still wound on the pack). To evaluate the conformity of these units, we performed the following tests: - tightness test to the closed samples received has been performed and the units are tight. - knot pull tensile strength results conducted on the closed samples received are 1.97 kgf in average and 1.67 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements: 0.97 kgf in average and 0.49 kgf in minimum. However, when conducting the knot pull tensile strength in the (B)(4) closed samples analysed, in (B)(4) of the units tested splitting has appeared during the knot pull tensile strength test. Batch manufacturing record: reviewed the batch manufacturing record, this product did not have incidences related to this issue and the results during the process fulfill usp/ep and b. Braun surgical requirements. The extrusion process has been reviewed of the involved product, and no deviations from the process specification values have been identified. Conclusion root cause analysis: upon investigation, it has not been possible to determine the root cause. Final conclusion: the closed samples received fulfil the specifications of the european pharmacopoeia (ep). Nevertheless, thread splitting was observed in all closed samples during the knot pull tensile strength test. Therefore, this case is considered confirmed based on the evidence of failure observed in the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the suture thread split open and got disintegrated as surgeon starts suturing. Additional information has not been provided.